Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "during an arthroscopy of the pt's total knee a broken screw and found and removal."